Event description:
It was reported that patients implantable pulse generator (ipg) migrated. There were no complications or symptoms associated with the migration. The patient underwent an ipg replacement procedure. Additional information received that patient was doing well post operatively. The explanted ipg was discarded at the hospital.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patients implantable pulse generator (ipg) had migrated as confirmed via imaging. No complications or symptoms were associated with the migration. The patient underwent an ipg replacement procedure. Additional information received that patient was doing well postoperatively. The explanted ipg was discarded at the hospital.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients implantable pulse generator (ipg) migrated. There were no complications or symptoms associated with the migration. The patient underwent an ipg replacement procedure.